Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 543 mg/dl but it was not noted how the customer treated. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The insulin pump is not expected to return.